Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. Customer's blood glucose level was 800 mg/dl and high ketones were present. Reportedly, the customer was hospitalized for this issue. The customer reverted to an alternate method of insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.